Event description:
It was reported that the patient experienced dizzy spells. A device interrogation showed "oversensing on the ventricular lead causing inhibition of pacing". Attempts to reproduce this behavior in the clinic were unsuccessful. A new system was implanted on the opposite side and the chronic system remains implanted "at back up setting". No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.